Event description:
The customer reported that during a knee arthroscopy there was no control over the pump flow. Toward the end of the case, the pump flow went up to 2000ml with no alarm and no fluid in the kick bucket. It was reported that the fluid went outside the patient's joint. The case was completed. No medical intervention was required.